Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("an ectopic pregnancy in the left fallopian tube") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: patient had laparoscopic left salpingectomy on (B)(6) 2009 and laparoscopic right salpingectomy on (B)(6) 2012. Linked second pregnancy case (B)(4). Diagnostic results: on (B)(6) 2006 plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 31-jan-2018: legal complaint received: reporter information updated. Essure indication permanent contraception was added. Event significant physical injuries was replaced with events an ectopic pregnancy in the left fallopian tube with severe pelvic pain, severe abdominal pain and device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("an ectopic pregnancy in the left fallopian tube/ (pregnancy (with complications)/pregnancy (termination)/pregnancy (ectopic)") in a 36-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 (B)(6) 1989 and (B)(6) 1993). Concomitant products included methotrexate for ectopic pregnancy. On (B)(6) 2006, the patient had essure (ess205) inserted. In december 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 2 years 11 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2009. Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, headache and migraine to be related to essure (ess205). The reporter commented: patient had laparoscopic left salpingectomy on (B)(6) 2009 and laparoscopic right salpingectomy on (B)(6) 2012. Linked second pregnancy case (B)(4). Diagnostic results: on (B)(6) 2006 plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2009, preoperative and postoperative diagnosis: ectopic pregnancy in the left fallopian tube. Findings: 4 cm x 5 cm ectopic pregnancy unruptured in left tube. Normal appearing uterus, left and right ovary, and right tube. Specimen consists of a single fragment of tan-white pink-purple fallopian tube measuring 3.2 cm in length by 2.5 cm in maximum diameter. The specimen weighs 3.3 grams. (B)(6) 2009, hysterosalpingogram revealed blockage noted on r, left device was not identified, but no patency noted either side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("an ectopic pregnancy in the left fallopian tube/ (pregnancy (with complications)/pregnancy (termination)/pregnancy (ectopic)") in a 36-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 1989 and (B)(6) 1993). Concomitant products included methotrexate for ectopic pregnancy. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 2 years 11 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, headache and migraine to be related to essure (ess205). The reporter commented: patient had laparoscopic left salpingectomy on (B)(6) 2009 and laparoscopic right salpingectomy on (B)(6) 2012. Linked second pregnancy case (B)(4). Diagnostic results: on (B)(6) 2006 plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2009, preoperative and postoperative diagnosis: ectopic pregnancy in the left fallopian tube. Findings: 4 cm x 5 cm ectopic pregnancy unruptured in left tube. Normal appearing uterus, left and right ovary, and right tube. Specimen consists of a single fragment of tan-white pink-purple fallopian tube measuring 3.2 cm in length by 2.5 cm in maximum diameter. The specimen weighs 3.3 grams. (B)(6) 2009, hysterosalpingogram revealed blockage noted on r, left device was not identified, but no patency noted either side. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- migraines, headaches and dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental